Event description:
It was reported that the patient experienced loss of connectivity when attempting to connect their mobile application to their implantable cardiac monitor (icm). Connectivity was re-established successfully, but a low battery alert may have been detected dated (B)(6) 2026 suggesting possible premature battery depletion. The patient confirmed they were doing well and connectivity had been re-established.